Event description:
Nurse attempted to remove chest tube per md order and it broke, requiring small incision in operating room to remove the tip (1/3). There were no shards or shredding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information from user facility report: (B)(4).